Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor had reportedly overinfused during patient use. The total fill volume of 230 ml was reportedly infused over the course of 32 hours rather than 46 hours. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted.